Event description:
Reporter alleged blood glucose measured 280 mg/dl at 7:30am so customer took normal oral diabetes medication and ate as normal. It was stated at 11:30 am nurse measured customer,s glucose to be 99 mg/dl so retested customer's glucose on his meter which read 281 mg/dl compared to her meter which measured 88 mg/dl when testing was performed at the same time. Reporter indicated the customer made an appointment to see the dr as a result, however, no other actions or treatment resulted reportedly. A request was made for the return of the suspect device and replacement product was sent.